Manufacturer narrative:
Follow-up from 18-dec-2015: no further information was obtained despite follow-up attempts. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and during essure insertion there were complications due to the essure applicator opened up while in her tube but would not release the spring. She experienced a lot of bleeding during essure insertion (interpreted as procedural bleeding) and collapsed her tube (interpreted as fallopian tube disorder). She had her tubes cut and tied due to the malfunction of the implant. The reported events are serious (the term hospitalization was only mentioned as event outcome and the reporter did not specify it) and listed in the reference safety information for essure. In this case, the occurrence of fallopian tube disorder can be explained by the complications during essure insertion. Since the events occurred during essure insertion procedure, a causal relationship cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. A product technical complaint (ptc) analysis was performed and concluded that no product quality defect was confirmed/identified and were unable to confirm any quality defect or device malfunction at this time. Medical ptc assessment considered that there is no reason to suspect a causal relationship between reported medical events and quality defect. Further information could not be obtained.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5055957) in united states on 22-oct-2015 who had essure (fallopian tube occlusion insert) lot number b09707 inserted. Result and assessment of the product technical complaint investigation received on 12-nov-2015. There were complications during essure insertion due to the essure applicator opened up while in her tube but would not release the spring causing extreme pain. The doctor had to pull the springs that opened up out which caused a lot of pain, bleeding and collapsed her tube. She had to wait a couple weeks for it to heal and go back and have it down in the operating room. She was put to sleep and still was unable to have the essure placed into the tube that was damaged. She had her tubes cut and tied due to the malfunction of the implant. Consumer assessed hospitalization and required intervention as event outcome; however she did not provide further details. She also assessed (B)(6) 2013 as event date and did not specify it. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). The essure was manufactured in mar-2013 and its expiration date is 31-mar-2016. Final assessment: detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: 1) rollback to initial hard stop. 2) depress button. 3) perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and during essure insertion there were complications due to the essure applicator opened up while in her tube but would not release the spring. She experienced a lot of bleeding during essure insertion (interpreted as procedural bleeding) and collapsed her tube (interpreted as fallopian tube disorder). She had her tubes cut and tied due to the malfunction of the implant. The reported events are serious (the term hospitalization was only mentioned as event outcome and the reporter did not specify it) and listed in the reference safety information for essure. In this case, the occurrence of fallopian tube disorder can be explained by the complications during essure insertion. Since the events occurred during essure insertion procedure, a causal relationship cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. A product technical complaint (ptc) analysis was performed and concluded that no product quality defect was confirmed/identified and were unable to confirm any quality defect or device malfunction at this time. Medical ptc assessment considered that there is no reason to suspect a causal relationship between reported medical events and quality defect. Further information has been requested.